Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed in a mid-mid trajectory using versacross connect (vcc) transseptal access system. The left atrium (la) was cannulated with the vcc pigtail wire and vcc sheath was removed. A pigtail catheter was advanced into the la and advanced into the laa using tee and fluoroscopy guidance. The limbus of the laa was noted to be over hanging, which caused the physician to not cannulate the laa immediately. With minimal manipulation, the appendage was cannulated quickly and an appendogram was performed. The 20mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa. Two partial recaptures were performed then the closure device was subsequently deployed using a combination of unsheathing and advancing. Low blood pressure was immediately noted, and tee confirmed there was a pe. The watchman flx closure device was released, protamine anticoagulant was given, and a pericardiocentesis was performed. The procedure was concluded, and the patient was transported to a cardiac care unit with a pericardial drain in place. The patient is now stable and has been transferred to a step-down unit to await discharge.